Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the customer contacted the technical service engineer (tse) during surgical set up. When powering on the da vinci system, the erbe generator displayed c-00 and c-33 errors. The customer stated the erbe had already been rebooted multiple times and the issue persisted. Tse then recommended a hard reboot of the erbe by disconnecting the power cord; the customer performed this, but the error reappeared when the erbe powered back on. The tse recommended changing the erbe from swift mode to classic mode; the customer made this change and the error message cleared. The customer indicated uncertainty about using classic mode because it only allowed energy setting 2. Intuitive surgical inc (isi) followed up and additional information confirmed that the planned procedure was aborted to another da vinci system. No injury was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the issue. The system was verified and ready to use. The replaced part was returned for failure analysis, and the reported issue was confirmed during startup identifying a fault on the voltage reading. The potential root cause is associated to a component failure.